Event description:
It was reported by the customer that the needle hub had detached from their sensor. Advised customer the needle should retract when taken off the sensor base. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.